Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command 300 cm; inflation: indeflator; syringe; other: contrast: omnitech 1:1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, anterior tibial artery, below the bifurcation, the non-abbott 300 cm guide wire was placed and the 2 x 120 x 150 cm armada 14 balloon dilatation catheter (bdc) was used for angioplasty. The balloon was inflated once at 10 atmosphere (atm) for 1 minute and during the attempt to deflate the balloon it failed to deflate after 30 seconds. The indeflator was removed and a syringe with saline was used to expirate and the balloon was deflated and achieved a low profile to be removed from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.